Event description:
It has been reported on the behalf of (B)(6) that one of their patient's exeter prosthesis broke in the patient while walking on it.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter prosthesis. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter v40 stem 35.5mm was reported. The event was confirmed. Visual inspection confirmed that the exeter stem is broken a hole and scratches have been made in the distal part of the stem for the explantation. Material analysis confirmed that the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. There was evidence of abrasion and corrosion products on the medial side of the returned stem most likely due to micro-motion between the stem and the cement mantle. No medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar complaints for the same lot number. The exact cause of the event could not be determined because insufficient information was provided for review. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
It has been reported on the behalf of elisabeth hospital tilburg that one of their patient's exeter prosthesis broke in the patient while walking on it.